Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was unknown if the patient was admitted to the hospital for the event. It was reported that the patient was not treated with antibiotics for the event. The outcome of the peritonitis event was unknown. No further detail was provided regarding whether dianeal therapy was ongoing. No additional information is available.